Event description:
It was reported that during an unknown surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Suture was used to oversew. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 1/21/2025. D4 batch # 973c10. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 973c10, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples. How was the bleeding controlled? -suture sewing. How much blood was lost (ml)? -unknown. Did the patient require a transfusion? -no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no.